Event description:
It was reported by (B)(6), an onkos sales representative, that a 57-year-old male patient with an eleos hinge knee replacement and eleos proximal tibial replacement underwent revision surgery on (B)(6) 2024 after the patient fell which caused a disassociation of the stem extension fom the refurfacing femur.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause for the reported dissociation of the stem extension from the resurfacing femur was not related to the design, manufacture, and/or sterilization of the explanted devices.

Manufacturer narrative:
The root cause of this complaint was not determined. The reported information indicates that the construct was not properly assembled as detailed in the IFU and surgical technique.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 57-year-old male patient with an eleos hinge knee replacement and eleos proximal tibial replacement underwent revision surgery on (B)(6) 2024 after the patient fell which caused a disassociation of the stem extension fom the refurfacing femur.